Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had calibration error. The customer's blood glucose level was 450mg/dl. The customer treated the high with insulin shot. Troubleshoot was conducted. The customer was advised to change site and return sensor. The customer would be receiving replacement. The customer declined to troubleshoot the highs.